Event description:
It was reported that during a coronary stenting treatment procedure, stent damage occurred. Vascular access was obtained via the femoral artery. The 95% stenosed, 3.0x38mm, eccentric, de novo target lesion was located in the non-calcified and moderately tortuous left anterior descending artery. As the physician attempted advancing the 3.0x38mm taxus liberte stent in the lesion, crossing difficulties occurred. The physician decided to predilate the lesion and removed the stent outside the patient's body. It was noted that the stent struts were partially opened. The procedure was completed with another of the same device. No patient complications were reported and the patient's status is stable.

Event description:
It was reported that during a coronary stenting treatment procedure, stent damage occurred.vascular access was obtained via the femoral artery. The 95% stenosed, 3.0x38mm, eccentric, de novo target lesion was located in the non-calcified and moderately tortuous left anterior descending artery. As the physician attempted advancing the 3.0x38mm taxus liberte stent in the lesion, crossing difficulties occurred. The physician decided to predilate the lesion and removed the stent outside the patient's body. It was noted that the stent struts were partially opened. The procedure was completed with another of the same device. No patient complications were reported and the patient's status is stable.

Manufacturer narrative:
Device is a combination product. (B)(4).

Manufacturer narrative:
(B)(4). Device evaluated by manufacturer - returned product consisted of a taxus liberte stent delivery system (sds) and stent with the stent protector and product mandrel partially loaded. There was contrast in the inflation lumen. The presence of contrast in the inflation lumen, and the position of the stent protector and product mandrel suggest the stent protector and product mandrel were replaced after the reported failed attempt to cross the target lesion. The stent was centered between the markerbands on the tightly folded balloon; there was no indication the device was subjected to positive (inflation) pressure. The first two proximal stent strut rows had multiple stent struts stretched and bent with media contrast in between the struts. Magnified inspection presented no damage or irregularities that could have caused or contributed to the reported crossing difficulty or the confirmed stent damage. A thorough analysis of the returned device could not confirm the reported crossing difficulty. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).